Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pace impedance measurements on the right atrial (ra) lead. The involved lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.